Event description:
A customer observed a non-reproducible, (B)(6) result for a single patient sample tested on a vitros 3600 system. This result did not agree with results from the patient obtained from a (B)(4) reagent methodology. False negative results may lead to inappropriate physician action. The false negative result was not reported. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, (B)(6) patient result was obtained on a single patient sample while using the vitros 3600 analyzer. A definitive root cause for the event could not be determined. The true classification of the sample is believed to be (B)(6) based upon results obtained from repeat testing from the same vitros 3600 system, and from a non-j&j reagent method. There is no indication the vitros 3600 system was not operating as intended.